Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the device suture reload was loaded onto the device and one end seemed to be stuck. When the jaws were opened, the needle fell out. Another reload was opened and the same thing occurred after the first pass through the tissue. The needle was removed using a grasper. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4). Device evaluation: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the devices noted witness marks on each device from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted on device one. Three needles were received. The visual inspection of the needles received noted witness marks on each of the cones. A pmv needle was loaded onto each device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.